Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 13-jun-2017, UDI#: (B)(4). (B)(4) applies to the ins (97714); (B)(4) applies to the lead (39565-65); (B)(4) applies to both the lead (39565-65) and the ins (97714). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's lead slipped out of position 6 months after implant. At the end of 2014 the patient had the system removed due to battery depletion. Follow-up was conducted. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional regarding the patient. Conflicting information to what was previously reported was received in operative notes. The patient presented on (B)(6) 2014 with a chief complaint of getting stimulation in his chest and ribs instead of his back. The patient experienced good coverage of his low back pain for some four or five months, and then unfortunately, he began receiving stimulation up in his chest instead of down in his back. Multiple attempts at reprogramming were performed to get him stimulation; however, resulted in very poor stimulation only at the inferior couple of electrodes on his leads. The health care professional recheck his x-rays, and the paddle lead was in the same exact position as it was immediately postop at implantation on (B)(6) 2013. The patient took a holiday from using the stimulator for four weeks, and then the stimulator was turned back on. Apparently it was okay for a couple of days, but then his pain came back, and he was still experiencing stimulation in his ribs and chest. The patient was admitted for exploration of his current stimulator and re-implantation of the paddle lead to a different level. X-rays of the thoracic and lumbar spine on (B)(6) 2013 show no change in the placement of either the paddle lead or the generator/module. A CT scan on (B)(6) 2014 of the thoracic spine shows the stimulator wires entering the spinal canal at t8-9 and extending to t5-6. It was decided to revise the stimulator system. During surgery they explored the old spinal lead. It was densely scarred down at the old laminotomy. Rather than risk trying to remove it or to try and move it, it was elected to simply go down 3 vertebral bodies and insert an entirely new system. A laminotomy was performed at t10-11 and paddle leads was inserted. There was good trial stimulation using neuromonitoring. A new generator was inserted on the left side and the old system was left entirely alone since the patient was getting some stimulation from the lower electrodes as this gave him more options. It was noted that they inserted two leads. One was a larger lead and comparable to what he previously had implanted. The larger lead would go almost up to the area of the previous surgery, but then was stopped by some arachnoid or scarring. They were able to get the lower lead to insert. It was deflected by scar slightly, but did go from left to right and it was entirely within the laminotomy at t10-11. Trial stimulation evoked neuromonitoring and they had excellent stimulation down into both lower extremities, as well as the lower back. The leads were affixed to the fascia with standard anchors. Additional review of information found that it was reported that both implantable neurostimulator devices had been removed at the end of 2014 for "battery depletion."

Manufacturer narrative:
Continuation of d11: product ID 39565-65 lot# serial# (B)(6) implanted: (B)(6) 2013 product type lead product ID neu _ins_stimulator lot# serial# unknown implanted: (B)(6) 2014 product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.